Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure that bipolar energy was not being delivered. Error c-84 was displayed on the generator. The user replaced the energy cord and swapped bipolar ports, but the issue persisted. There was a question mark instead of the universal surgical manipulator (usm) number on the related instrument port. The user reseated the sterile adapter and again replaced the energy cord; none of the actions resolved the issue. Replacing the instrument did not resolve the issue either. The technical support engineer (tse) asked the caller to install the bipolar instrument on another usm, but the surgeon refused and decided to proceed using only monopolar energy. There were no reports of patient injury.